Event description:
Pump was sent to manufacturer for service with a report that the pole clamp was missing and that there were loose parts inside the unit. Discussion with the hospital staff did not provide any information regarding whether or not the pump was in use when it came apart from the pole clamp assembly. There was no incident report filed and no documentation attached to the pump that would provide additional details. Should additional information become available a follow-up report will be filed.